Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was taken out and replaced because, there were problems. No further details of the event were reported. Additional information had been requested.